Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed no anomaly found.

Manufacturer narrative:
Concomitant: product ID: 3093-28, lot# va0kpxs, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that during implant the implantable neurostimulator (ins) was reading greater than 4,000 ohms. The lead was re-seated several times and wiped off, but the ins was finally replaced. The new ins worked normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.